Event description:
It was reported that patient underwent hip procedure on (B) (6) 2007. A year later, patient had a lurch on the knee without falling and reports having pain and fluid retention since that time. Patient attributed symptoms to his psoriasis arthritis and did not receive an examination until (B) (6) 2010, where x-rays showed a dislocation and deformation of the tibia at tibia medialis. No signs of infection were found. Patient underwent revision surgery on (B) (6) 2010. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items requested to be returned for evaluation. Upon completion of evaluation and receipt of report, a follow-up report will be sent to the FDA. (B) (4).